Manufacturer narrative:
13-nov-2025, product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Head comes off during brushing- oral b power care [device breakage] . Head doesn¿t seem to fit properly- oral b power care [device physical property issue]. Case narrative: consumer email stated that during brushing head comes off and head doesn¿t seem to fit properly. No injury was reported. 13-nov-2025, product investigation result: conclusion code: other, no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Event description:
Head comes off during brushing- oral b power care [device breakage]. Head doesn¿t seem to fit properly- oral b power care [device physical property issue]. Case narrative: consumer email stated that during brushing head comes off and head doesn¿t seem to fit properly. No injury was reported. 13-nov-2025, product investigation result: conclusion code: other, no manufacturing cause and no design issue identified based on investigation. No injury was reported. Follow-up (09-dec-2025): product batch / lot code added. No injury was reported.

Manufacturer narrative:
13-nov-2025, product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head comes off during brushing- oral b power care [device breakage]. Head doesn¿t seem to fit properly- oral b power care [device physical property issue]. Case narrative: consumer email stated that during brushing head comes off and head doesn¿t seem to fit properly. No injury was reported.